Event description:
According to the rptr, she has a long standing history of problems with latex; however, her condition has greatly worsened since 1986. Her symptoms include sneezing, itchy eyes, shortness of breath, erratic "heart beat, and anaphylactic type reactions. She has been transported to the hosp by ambulance several times due to these reactions and she also now carries an epi pen. At first, she blamed the symptoms on stress and a change in environment associated with a move. Approx 1.5 yrs ago, she switched to a non-latex non-powdered glove. She has become "chemically sensitive" and now reacts to any latex product which is found in her environment. Her current treatment regimen includes not working, use of a proventil inhaler, prednisone, and breathing treatments.